Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the tavr procedure. In addition, per the instructions for use, procedural hypotension is a known complication associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, and bioprosthetic heart valves. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. These patients can be non-operative or high risk; they have complex medical histories and multiple co-morbidities. They are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing (rvp), to facilitate accurate valve deployment. Intra-operative hypotension is very common and is treated with standard therapies, including additional vasoactive drugs or electrical conversion. In this case, the cause for the hemodynamic instability cannot be confirmed; however patient (high risk patient population) and procedural factors (rvp, anesthesia, and moderate-severe pvl post valve deployment) could have caused or contributed to the hemodynamic instability. The cause for the pvl could not be confirmed however localized calcification of the native valve / leaflets could have caused or contributed to the event.

Event description:
It was reported by the edwards field clinical specialist that the patient became hemodynamically unstable after valve deployment during a transfemoral tavr procedure. The patient required initiation of epinephrine and CPR was initiated to assist with circulation of the medication. Additionally the patient was put on femoral bypass. Tee demonstrated moderate to severe posterior pvl. The surgical team used a 23 mm edwards bav to post dilate the valve; however moderate pvl was still noted. A second sapien valve was deployed with the first valve; which required post dilation due to mild to moderate pvl. Following dilation the pvl was reduced to trivial to mild. It was reported the patient tolerated the procedure well. The patient¿s medical history was not provided however the 1st sapien valve was noted to be deployed in an optimal 50:50 position and there was moderate native valve / leaflet calcification with unknown root calcification